Event description:
The customer contacted physio-control to report that their device on/off button was inoperative. In this state defibrillation therapy would be delayed or unavailable if needed.there was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device determined that the interface flex cable had a break within the electrical connection points.the customer was sent a replacement device.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device on/off button was inoperative. In this state defibrillation therapy would be delayed or unavailable if needed. There was no patient use associated with the reported event.